Manufacturer narrative:
Updated: h3, h4, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported air/water channel failure could not be determined. The cause of issue was believed to be the result of a clog due to foreign material and or a kink/deformation of the air/water channel, however, the cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited the air/water channel clogged. There were no reports of patient involvement.